Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was shut off and had motor arm can not communicate with the main arm alarm. The customer¿s blood glucose level was 172 mg/dl at the time of the incident. Customer¿s other blood glucose value was 130 mg/dl and 122 mg/dl. Self test was performed and it was passed but had one pump error alarm. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.